Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.